Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer removed the cartridge and reloaded but the alarm reoccurred. The customer declined a followup with tandem technical support. The customer's blood glucose level was not impacted.